Event description:
Info received indicates the head section is not lowering on the stretcher.

Manufacturer narrative:
The tech found the contour cable was out of adjustment. He adjusted the cable to repair the bed.